Event description:
Follow up information identified the ipg was confirmed to be inoperable. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient stated she has not recharged or used stimulation in approximately two months. A replacement charging system was sent to the patient which did not resolve the issue. The sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.